Event description:
Patient developed a stage 4 pressure ulcer under duoderm pad that covers a portion of the cheek. First evidence of deep tissue injury was noted on day 12. Device had been on patient for 12 days.======================health professional's impression======================patient critically ill with multiple risk factors for skin breakdown. Three aspects related to design of anchor fast device may have contributed to pressure ulcer: 1. Designed to stay in place for prolonged period of time (rep from company gave an example of 5-7 days). 2. Duoderm pads that cover the cheeks are opaque so nurse is not able to assess condition of skin underneath. 3. The duoderm pad is attached to a hard plastic portion of the device that connects the front of the device to the strap that goes behind the head.